Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was discolored on some parts of the screen. Reportedly, the display issue did not block any graphics or text. There was no adverse impact to the customers blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.